Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion with a bend about 30 degrees at the site of transition was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 5 seconds, the balloon ruptured horizontally in the middle part. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city:(B)(6).